Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that a uka stabilizing pin (ar-613-50) broke inside of the pin driver (ar-613-91). The broken pin was unable to be removed from the pin driver deeming it unusable during the case. And a tibial impactor (ar-611-4) tip broke off upon impacting the tibial trial. This was discovered during a case, devices broke during use. All fragments able to be removed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image submitted from the field for evaluation, it is evident that the ibalance¿ tka, pin driver, was damaged. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.